Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak / splash (loss of fluid column during procedure) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a steerable guide catheter (sgc) leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with enlarged atria. It was noted that after dilator and guidewire removal, air was introduced to the sgc. The physician was able to suction the air from the sgc and continue the procedure without further complication. It was noted that additional aspiration was required outside of instructions for use. The procedure was concluded with an mr grade of <1 and one clip implanted. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.